Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally, it was reported that a cartridge alarm occurred during bolus delivery. Reportedly, the cartridge was changed to address the issue. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 332-339 mg/dl.